Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an error 2 strip issue. According to the ot ultra2 owner's manual, an error 2 could be caused either by a used test strip or a problem with the meter. This complaint was classified using the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred on (B)(6) 2013 at 10pm. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 at 1:30am she was "sweating." The patient reported treating herself on (B)(6) 2013 at 1:30am with something to eat or drink. During the time of troubleshooting, the cca determined this was not the first time the meter had been used and there was no misuse of the product. When the patient pushed the power button an error 2 did not occur. The alleged issue was not resolved with a retest. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims, due to the alleged issue, she was unable to test and therefore developed symptoms suggestive of hypoglycemia.